Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The sensor board was replaced to address the issue. Additionally, the pollen filters were also replaced, which was not related to the malfunction/issue.